Event description:
Litigation alleges patient had pain, instability, elevated levels of chromium and cobalt in blood, swelling, bursitis, lack of mobility and/or metallosis after asr hip implant. Update: (B)(6) 2013 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update: - medical records received (B)(6) 2013. Revision operative report indicates the following: pain; elevated cobalt and chromium levels; grayish stained tissue; metallosis; gray-tinged fluid; metallosis wear; loose acetabular component; trunnion corrosion and wear; notching in the posterior aspect of the trunnion at its thickest portion due to impingement as the socket changed position; socket did not appear to ingrow. Adapter sleeve and femoral stem added to complaint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. Additionally, research using the as400 system indicates that several pieces from the reported lots have been delivered, and, as no additional reports of noise have been received, can be reasonably assumed implanted without this issue. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.